Manufacturer narrative:
It was reported that a patient underwent an idiopathic ventricular tachycardia (idvt) ablation procedure which included two thermocool® smart touch® sf bi-directional navigation catheters (stsf) and the catheter's polar wires broke after ablation. The issue was discovered on flouro and the carto 3 system. The polar wire was permanently "d" curved. The catheter was physically manipulated with no resolution. When the catheter was replaced, the issue was resolved. It was also reported that when the catheter was plugged into the piu, the catheter was spinning on its axis on the carto 3 system. When the catheter was replaced, the issue was resolved. No adverse patient consequence was reported. Clarification was requested on which catheter had the deflection issue and which one had the spinning icon on the carto. However, no response has been received. Since no clarification has been received, both stsf catheters are being reported for deflection and spinning icon issues. Device evaluation details: the device was returned to biosense webster (bwi) for evaluation. Visual inspection, functional, and deflection test of the returned device were performed following bwi procedures. Visual analysis revealed no damage or anomalies on the device. A deflection test was performed, and the curve was deflecting within specifications. No deflection issues were observed. The functionality was tested on carto, and the device failed. Error 105 was observed. When performing the dissection, corrosion was found in the printed circuit board, causing the error. This could be related to the spinning icon issue experienced by the user. The sample was irrigated for 30 minutes to verify if there was a water leakage that could have caused the corrosion. No leakage was detected; therefore, the corrosion is due to an outside factor. A manufacturing record evaluation was performed for the finished device number lot and no internal actions related to the complaint were found during the review. The deflection issue reported by the customer could not be replicated during the product investigation. Other issues or circumstances may have occurred during the usage of the device that compromised its performance. The spinning issue reported by the customer was confirmed. The carto 3 instructions for use contain (IFU) the following recommendations: the magnetic sensor of the catheter is disconnected. If the problem persists, replace the catheter cable or the catheter. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an idiopathic ventricular tachycardia (idvt) ablation procedure which included two thermocool® smart touch® sf bi-directional navigation catheters (stsf) and the catheter's polar wires broke after ablation. The issue was discovered on flouro and the carto 3 system. The polar wire was permanently "d" curved. The catheter was physically manipulated with no resolution. When the catheter was replaced, the issue was resolved. It was also reported that when the catheter was plugged into the piu, the catheter was spinning on its axis on the carto 3 system. When the catheter was replaced, the issue was resolved. No adverse patient consequence was reported. Clarification was requested on which catheter had the deflection issue and which one had the spinning icon on the carto. However, no response has been received. Since no clarification has been received, both stsf catheters are being reported for deflection and spinning icon issues.

Manufacturer narrative:
Correction to follow up report #1 (B)(4). The device evaluation has been corrected, as well as the h 6. Investigation findings and h 6. Investigation conclusion codes. Below is an updated device evaluation details: the device was returned to johnson & johnson medtech (j&j) for evaluation. Visual inspection, functional, and deflection test of the returned device were performed following bwi procedures. Visual analysis revealed a bent pin on the connector area of the device. Due to the returned condition, the device was unable to be connected to the carto system; however, the handle of the device was dissected, and the internal printed circuit boards (pcbs) were inspected, and corrosion was observed. Then, resistance of the pads on the pcbs was measured, and all measures were according to specifications. Therefore, the failure could be related to an internal printed circuit board (pcb) issue. A deflection test was performed, and the curve was deflecting within specifications. No deflection issues were observed. A manufacturing record evaluation was performed for the finished device number lot and no non-conformances related to the complaint were found during the review. The deflection issue reported by the customer could not be replicated during the product investigation; other issues or circumstances may have occurred during the usage of the device that compromised its performance. The spinning issue reported by the customer was confirmed. The potential cause of the issue is traced to component failure. The carto 3 instructions for use contain (IFU) the following recommendations: the magnetic sensor of the catheter is disconnected. If the problem persists, replace the catheter cable or the catheter. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).